Event description:
Pt stated she had an injection in her right knee on (B)(6) 2012. Approximately one hour later, she began to have stomach pain and blurred vision. On (B)(6) 2012, her symptoms persisted to the point she decided to go to the e.r. They gave her pain medication (name of meds not given) for her symptoms. She contacted her primary care doctor on (B)(6) 2012 who sent her for a cat scan which revealed pancreatitis. Her primary care doctor believes this condition was brought on by orthovisc. In additional, she contacted her orthopedic surgeon who did not believe her symptoms are related to orthovisc. On (B)(6) 2012 the pt's symptoms persisted and she was eventually admitted to the hospital and treated for the pancreatitis. She was released from the hospital yesterday when the hospital was satisfied with her blood work (blood work results not given). Pt stated she also had a cortisone injection two weeks prior to having orthovisc. Asked the pt if she would be open to follow-up calls, pt stated she would be happy to receive follow-ups calls. Arranged for a follow-up on or approximately (B)(6) 2012.